Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported. This lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.